Event description:
It was reported that impedance readings were encountered, upon interrogation of the patient's implantable neurostimulator on 2011 (B)(6), that were outside of the normally accepted range. The readings were, as follows: 2 and c = 1,603 ohms; 3 and c = 1,194 ohms; 2 and 3 = 2,764 ohms. The patient, also, experienced a worsening of symptoms. There was no known related incident or accident reported. It was noted that impedance readings were both normal when checked on 2009 (B)(6). The patient's physicians "were discussing a plan of action ," as of the date of this report. No information was provided related to the patient's outcome. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomalies found. The battery was not in new condition. The returned ins was tested with a known good extension and lead. The ins and distal end were placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
Lead: model 435135, lot# nht009021n, implanted: 2008 (B)(6), explanted: na. Lead: model 435135, lot# nht008919n, implanted: 2008 (B)(6), explanted: na.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.